Manufacturer narrative:
On december 18, 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, two (2) devices were observed; one with no apparent damage or visual anomalies, and the other one ruptured. Additionally, scar tissue was noted in the image. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left side device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 355cc mentor memoryshape breast implant on the right side and with unknown size unknown gel implant textured on the left side and experienced right side neoplasm malignancy, right side breast implant rupture, right side capsular contracture; baker grade iii, and bilateral device migration. Patient had a sentinel node biopsy on (B)(6) 2020 for the right side. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501630; serial number (B)(4) on the left side, and with catalog number 3501630; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s left-sided device.